Manufacturer narrative:
(B)(4).

Event description:
It was reported "the physician was placing the catheter at the bedside when he noticed that the catheter was pushing against the arterial sheath and could not be unsuccessfully sheathed. The catheter was replaced with a different set and placed successfully". Additional inforamtion states that the second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "the physician was placing the catheter at the bedside when he noticed that the catheter was pushing against the arterial sheath and could not be unsuccessfully sheathed. The catheter was replaced with a different set and placed successfully". Additional inforamtion states that the second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in plastic bag. Upon re-turn, the one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. A bend to the iabc central lumen was noted at approximately 39cm from the iabc distal tip. The sheath was not returned with the sample. Dried blood was noted on the exterior sur-faces of the returned sample. No blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 27cm from the iabc distal tip. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the catheter was pushing against the arterial sheath and could not be unsuccessfully sheathed" is not confirmed. The returned intra-aortic balloon catheter (iabc) passed functional test specifications. The returned iabc bladder was fully intact with no abnormalities noted. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.